Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during an unknown procedure on (B)(6) 2009. According to the complainant, after the procedure, the patient presented with erosion. Attempts at follow up have been unsuccessful.